Manufacturer narrative:
The unit was received with a slightly tilted and loose drive support disk, cracked reservoir tube lip, minor scratched display window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube window, and cracked casing at a reservoir tube window corner. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had been bumped or dropped, and that the drive support cap was protruded. The patient's blood glucose at the time of incident is unknown. The insulin pump was returned for analysis.